Manufacturer narrative:
Device evaluation: only a white particle was returned to the manufacturing site for evaluation. The lens was not returned. The particle was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with abs (acrylonitrile/butadiene/styrene) various salts (salt solution and/or ovd - ophthalmic viscosurgical device), possibly teflon and moisture. The plunger component material is abs. However as a result of the investigation, the particle was unlikely to be associated to a product quality deficiency related to the manufacturing process. The event can be associated to usage of the device. The customer's reported event was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency related to the manufacturing process and could be related to handling of the product during use. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was successfully implanted into a patient's eye, the surgeon noticed some white residue attached to one of the haptics. Reportedly, the residue was removed from the haptic and took out of the eye. No patient injury was reported. No further information was provided.